Event description:
Meter name: one touch profile, strip name: one touch test strips, meter code: 6, strip code: 6, strip storage: unk, stymptoms: unk. A pt reported they went to the hospital. Their meter allegedly was inaccurately low. The result on their meter was 11mg/dl and 13mg/dl. The result on the paramedics meter was unk. The time difference between pt's meter and paramedics meter was between 11-20 mins. Treatment was orange juice. No further info was reported.